Event description:
It was reported by the customer that upon insertion, after the physician attempted to "snap" on the red (arterial) piece to the metal tunneler, it came off during the tunneling process. The arterial port was also obstructed in the catheter where the proximal opening is for the venous. As a result, the physician exchanged the catheter. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.